Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: vngd cr lip tib brg 10x63/67 catalog #: 183520 lot #: 189900, 2nd asst disp knee positioner catalog #: 740026 lot #: 25270, cobalt hv bone cement 40g catalog #: 402282 lot #: 192260, series a pat std 31 3 peg catalog #: 184764 lot #: 255870, biomet finned pri stem 40 mm catalog #: 141314 lot #: 276560, vanguard cr por fem-rt 67.5 catalog #: 183050 lot #: 453680.

Event description:
It was reported the patient underwent a right total knee arthroplasty. Subsequently, the patient underwent a revision procedure approximately nine years post-implantation due to instability. The polyethylene bearing and tibial locking bar were removed and replaced. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown vanguard bearing, cat#: unknown lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-08352, 0001825034-2017-08353. Remains implanted.

Event description:
It was reported that the patient is being considered for a revision surgery on an unknown date for an unknown reason. No patient consequences were reported.